Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. The ventilator failed steps testing. The device's oxygen blending module board was replaced.